Event description:
It was reported that the patient experienced "jumping" in their chest since the implant of their bi-ventricular defibrillator system. The output of the left ventricular pacing was programmed to the lowest possible output, which was reported to have reduced the symptoms but the patient continues to experience it once in a while. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead (B)(6) 2013; 5076 implantable pacing lead (B)(6) 2013. (B)(4).